Event description:
It was reported that a user's caregiver initially believed the ilet was not showing glucose readings while the user was at school, but upon merging the user into the call the ilet displayed a blood glucose of 346 mg/dl after lunch and the algorithm showed insulin delivery with 1.24 units on board, indicating appropriate device function and ongoing correction for hyperglycemia. Customer care provided support that included education to confirm algorithm activity and insulin on board. Investigation of this case revealed no device malfunction and appropriate insulin dosing in response to elevated glucose. No symptoms associated with hyperglycemia. Outcomes included no hospitalization, and no medical intervention beyond routine device-directed insulin delivery and monitoring. It was concluded that hyperglycemia occurred with cause unclear and the device operated as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.